Event description:
It was reported that patient called with left ventricular assist device (lvad) alarming due to backup battery fault. Patient's emergency backup battery (ebb) was reseated, but system controller continued to alarm. Then a controller exchange was performed. The log file began capturing ebb faults on 04may2024 due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file and via the system controller¿s testing. The log file captured a backup battery fault alarm on (B)(6) 2024. At this time, the unloaded voltage of the battery was under the acceptable voltage threshold, triggering the alarm, and the alarm resolved within the same day. No other notable events were observed, and the pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested. Backup battery fault alarms were intermittently reproduced throughout testing, and the controller was able to operate a mock loop as intended despite the alarms. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue of backup battery fault alarms without a known cause. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.